Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was unable to be reproduced. System error 105 alarms were confirmed through the event history log and were determined to be caused by a failed motor assembly. The failed motor assembly was replaced.